Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) removed the suspect oxygen (o2) sensor and installed a new sensor. The fsr performed a calibration and received error message "cannot calibrate o2 analyzer". With the flow knob al the way clockwise, the gas flow indicated 2.55 l/min. The fsr ordered an electronic patient gas system (epgs) for the customer. The fsr installed the epgs and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs, o2 sensor and data logs were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, as the perfusionist (ccp) was handling up the lines at the beginning of the case, the perfusion screen was flashing "service gas system". At this time, the ccp could not adjust the fractionated of inspired oxygen (fio2). The device was not changed out, as the ccp used an external pole mount gas blender and there was a slight delay to change over. The surgical procedure was completed successfully. There was no blood loss of no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist was in the o/r at the time of the incident and he was assisting another perfusionist. There was no issues with the set-up and priming of th ecpb circuit nad no issues with any of the hardware functions of system-1. Just prior to the initiation of the cbp as the tubing lines of the cpb circuit were being secured in the operative sterile field, the second ccp observed a message on the central control monitor (ccm) "service gas system" and he noticed the gas flow rate from the epgs unit was very erratic with displayed gas flow rates ranging from 1-5 1/min in spite of no user intervention with the epgs or it components. The first ccp mentioned that in the end the gas flow shut off and any changes with the ccm slider or manual knobs had no consistent impact (ie: gas flow kept going back to 0.00 1/min). The ccp stated that he and the second ccp " powered down gracefully" the system-1, but that on power-up the service gas system message was still present. They elected to not use the epgs system for the procedure, and they mounted a manual sechrist gas blender on the pole (of system-1) and used that for the procedure. The troubleshooting and changed to the sechrist blender delayed the start of cpb by fifteen minutes. The patient was hemodynamically stable during this time (according to the first ccp) and the patient was not in clinical distress. The case was completed successfully without associated blood loss. There was no harm observed or reported.